Manufacturer narrative:
An attempt to reproduce the reported event using simplera 1.3.1 installed on iphone 12, ( os - 17.1.2 ) was conducted and confirmed the issue is not reproduced. The user guide videos were playing in english with subtitles displayed in finnish which is expected as per the requirements. Also, the sg values on home screen are displayed in mmol/l as per the requirements as well. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). Cause and or contributing factors: we are unable to perform a thorough investigation because of the unavailability of the logs. However, we have believe that it is device specific i.e either the location on the local phone is not set to finland or the time zone is set to a different area or the care link account created is for another country which has caused the customer to face such issues. Steps to resolve: the following steps to resolve the issue were provided to the technical support: 1. Confirm the region in the iphone settings is set to ""finland."" 2. Confirm that the timezone has been set to finland as well. 3. Confirm the carelink account used to login is created for finland. Note : after the above conditions are met . Please follow the below 4. Change the region in your iphone settings to UK. 5. Launch the simplera. 6. Change the region back to ""finland."" 7.see if the issue is still fixed. 8. If the issue still persists , reboot the phone and relaunch the simplera app. The issue should be fixed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an issue of changing the units from mg/dl to mmol and wanted the videos to be displayed in finnish. Troubleshooting was not performed and the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The product will not be returned for analysis.